Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The pump user guide instructs the patient to prime the pump until 5 drops are seen coming from the end of the tubing. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose up to 33.3 mmol/l with large ketones, abdominal pain, increased thirst and urination, nausea, dizziness, and chest pain associated with large prime volume on the pump. The reporter confirmed that the pump tubing was not being primed during the load step. The reporter was unable to indicate how many units of insulin were being primed to see drops from the end of the tubing. This report is made based on the allegation that the patient experienced hyperglycemia associated with the use of the insulin pump.